Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing due to crosstalk. The patient was asymptomatic. The ICD was reprogramed, and the patient left in stable condition.